Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported ail alarms that occurred during an unspecified infusion while the patient was in the shower. The patient became hemodynamically unstable and a code blue was initiated; the patient was successfully resuscitated and there was no lasting harm. Although requested, no additional information is available.